Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, the left ventricular lead exhibited increased capture threshold. The physician decided not to take any action. The patient was in good condition and would continue to be monitored.